Manufacturer narrative:
H6- health effect- clinical code: 4581- "shallow angles". (B)(4)

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault and shallow angles. The lens remains implanted. The serial number was not provided. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency .attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.